Event description:
22 gauge IV catheter cannula which was inserted into saphenous vein on r foot broke during removal. Breakage of 3mm distal tip of cannula on an unsuccessful IV attempt, found tip of plastic catheter broken off and missing upon removal of IV. Highly unusual for it to break like this after using thousands of the same catheters. 3 mm catheter tip seen on foot x-ray pt needing further imaging, workup, exploration and surgical removal

Event description:
22 gauge IV catheter cannula which was inserted into saphenous vein on r foot broke during removal. Breakage of 3mm distal tip of cannula on an unsuccessful IV attempt, found tip of plastic catheter broken off and missing upon removal of IV. Highly unusual for it to break like this after using thousands of the same catheters. 3 mm catheter tip seen on foot x-ray pt needing further imaging, workup, exploration and surgical removal

Manufacturer narrative:
Final investigation report attached is on retained samples by the manufacturer only. Multiple attempts made to customer trying to obtain additional information and samples (used or unused). No response ever received.